Event description:
Additional information: it was reported that the patient was not "getting a lot of pain relief."

Event description:
It was reported that a catheter access port (cap) dye study was performed to check the catheter for leaks, because the patient had a fall 2 weeks ago. The dye study showed nothing abnormal. It was noted that the patient had lower extremity pain which they had always had. A programmed prime bolus was completed following the dye study. A refill was also being done, and the physician was changing the prialt concentration. A bridge bolus was programmed after the prime bolus was complete. It was noted that the patient was being sent for a CT scan. The device system was used to deliver bupivacaine, prialt (ziconotide), and dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).